Event description:
The left leg pad on two innercool pads leaked the distilled water possibly from the connectors. Innercool l/xl kit that contained a vest and one left and right thigh pad and one kit that contained a thigh kit.